Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause is unknown. One 35 cm guidewire and one 4.5 fr microez microintroducer were returned for evaluation. Blood residue was visible on the components. The tip of the guidewire was observed to have be bent near the distal end. The proximal end was also observed to contain deformed coils and blood residue. Microscopic observation of the deformed revealed the coils to be misaligned near the proximal weld tip. The deformed coils appear to be compressed and twisted out of alignment. The guidewire was able to be passed through the microintroducer up to the point of the deformation on the guidewire tip. Based on the information provided, possible contributing factors include instrument damage and damage during handling. Since the guidewire was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of rees4146 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire could not be advanced when the guidewire was inserted into the sheath introducer. There was no reported patient injury. No other information was provided.